Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the tubing through pinch valve pv42. The fse replaced the tubing through pinch valve pv42 and the instrument ran without any leaks. The instrument continued to fail specifications for scatter for the latron control. The fse adjusted the latron gain and the latron controls passed per the specification criteria. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The customer was in the process of running quality control when the leak was identified. The latron control was failing the specification for scatter. No patient samples were run. The volume of the leak was about 10 ml and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, labcoat, and eye protection at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.